Manufacturer narrative:
Sections b1 and b2: corrected. Section b3: date of event corrected. Section h1: type of reportable event corrected. Section h6: health effect clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no images or product were available for evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events from 26aug2024 ¿ 27aug2024. No notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and hemolysis, that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 and log files were sent or review with concerns of heartmate3 extrinsic outflow graft obstruction (eogo) verse pump thrombosis. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The pump parameters trending were not suspect of eogo or pump thrombosis. Interrogation of the periodic log files showed consistent speed drops to low-speed limit, which seemed to improve around 7:00 am on 27aug2024. It appeared that the pump speed drops were associated with frequently occurring pulsatility index (pi) events. It was noted that the patient had lactate dehydrogenase (ldh) levels greater than 1300 which had caused some concern for hemolysis/thrombosis. Patients' hemoglobin declined, and the patient had hematuria. Additional log files were sent for review on 28aug2024. There were no unusual events recorded in the log file event history. The pump files rotor data appeared normal. The mcs equipment was operating as intended.